Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, cracked reservoir tube lip, missing end cap sticker. A33 alarm during the basic occlusion test due to loose/protruded drive support disk.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 115 mg/dl at the time of the incident. Customer states insulin was "squirting out" during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.